Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip asr femoral head; unknown hip femoral stem; unknown hip asr acetabular cup; unknown hip asr femoral adapter. Initial reporter occupation: non-healthcare professional.

Event description:
Der states instability in hip; removal of cup and insertion of competitor dual mobility cup. Doi: unknown; dor: (B)(6) 2018; right side. Additional information indicated that an asr cup, head, and adapter sleeve were all explanted.

Event description:
After review of medical records, the patient was revised for failed mom right tha. Operative notes reported that there was moderate synovitis with metal stained tissue. There was evidence of trunnion corrosion. Heterotopic bone was encountered and requited excision. There was mild bone loss involving the posterior wall and superior dome. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the joint instability, bone injury and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.